Event description:
A customer contacted baxter's technical service center regarding a negative ultrafiltration alarm during drain 5 of 6. Drain volume is 2149ml. The technical service rep (tsr) had the home pt (hp) reposition and the hp drained fine. The final drain volume is 3446ml. The homechoice machine moved into fill 6 of 6 on its own. Ultrafiltration is 1140ml. During a f/u call with the hp's nurse in 2008, the nurse stated that the hp had been unable to drain properly and when the hp came into the clinic, the rn could push fluid in, but nothing would come out. The hp was hospitalized for three days the month before. The rn stated that when the hp went to the hosp on the first day, a total of 5l was removed and the hp's catheter was replaced. The rn stated that the hp's last fill volume is 1500ml and ultrafiltration the day the hp was hospitalized was 29ml. The hp was placed on hemodialysis and returned to pd therapy on the end of the month, and is doing fine now. The nurse also stated that the probable cause of the catheter issues was omentum but the surgeon never confirmed this. During a f/u call to the hp on original date, the hp stated that while in the hosp, the hp was told that her catheter was not working properly and got a second catheter placed in her neck. The hp stated that her physician explained that the second catheter will stay in place until they are sure that the catheter in her abdomen is working properly. The hp did not recall any dates or the last fill volume on the date of this report. The home pt did not recall details about the negative ultrafiltration report.

Manufacturer narrative:
The homechoice unit has been requested for eval, but has not yet been received.